Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 1494- indication for usena.

Event description:
This is filed to report the clip becoming caught in the anatomy, the clip unable to open or close and having to be deployed. It was reported that a mitraclip procedure was performed for a patient presenting degenerative mitral regurgitation grade 4 and an existing atrial septal defect (asd). A mitraclip (sdc0702-nt lot-11006r173) was successfully implanted reducing the mr to grade 1-2. After this, due to a bi-directional shunt, the physician attempted to reduce the tricuspid regurgitation (tr) utilizing a mitraclip (cds070-xtw lot 20311r140). It was noted that visualization was difficult due to the mitral valve (mv) ring and clip in the mv. The clip was advanced in the patient, where it became entangled in the chiari network. Troubleshooting was performed and the clip was retrieved. However, while trying to close the clip in the right atrium, the clip remained stuck open at around 60 degrees. The arm positioner could only move a half turn in either direction with no reaction of the device to open or close. All attempts to open/close the clip failed. As the clip was stuck, the physician decided to deploy the clip. The device was deployed and was stable. The physician then closed the atrial septal defect (asd) using an amplatzer device. After this, a second attempt to reduce the tr was performed using a new mitraclip (cds0702 lot 20311r193) but also failed as it was unable to have good direction into the tricuspid valve. Imaging was challenging due to the asd device still being within the patient. Grasping was not attempted and the clip was removed from the patient. The procedure was ended with no change in tr. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported difficult to remove from anatomy appears to be due to challenging patient anatomy. The reported inability to close the clip, inability to open the clip, and arm positioner jam appear to be cascading events of the difficulty removing the device from anatomy. The reported off-label use is due to the mitraclip device being used on the tricuspid valve. The poor image resolution is due to procedural conditions. The reported unchanged tr and foreign body in patient appear to be cascading events of the difficulty removing the device from anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip becoming caught in the anatomy. It was reported that a mitraclip procedure was performed for a patient presenting degenerative mitral regurgitation grade 4 and an existing atrial septal defect (asd). A mitraclip (sdc0702-nt lot-11006r173) was successfully implanted reducing the mr to grade 1-2. After this, due to a bi-directional shunt, the physician attempted to reduce the tricuspid regurgitation (tr) utilizing a mitraclip (cds070-xtw lot 20311r140). It was noted that visualization was difficult due to the mitral valve (mv) ring and clip in the mv. The clip was advanced in the patient, where it became entangled in the chiari network located in the atrium. While trying to close the clip in the right atrium, the clip remained stuck open at around 60 degrees. The arm positioner could only move a half turn in either direction with no reaction of the device to open or close. All attempts to open/close the clip failed. As the clip was stuck, the physician decided to deploy the clip in the chiari network. The device was deployed and was stable. The physician then closed the atrial septal defect (asd) using an amplatzer device. After this, a second attempt to reduce the tr was performed using a new mitraclip (cds0702 lot 20311r193) but also failed as it was unable to have good direction into the tricuspid valve. Imaging was challenging due to the asd device still being within the patient. Grasping was not attempted and the clip was removed from the patient. The procedure was ended with no change in tr. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.